Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 694965 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the left ventricular (lv) lead exhibited chronic high thresholds and had dislodged back into the main body of the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.